Event description:
It was reported that the screw could not be inserted. It was confirmed that the screw was broke.

Manufacturer narrative:
Evaluation summary: the exact implant used during this surgery is unknown. It is unknown which hole the surgeon was attempting to screw into and whether a targeting guide was being used. It is possible that the screw caught on the locking tab in one of the zimmer natural nail screw holes due to an off-axis insertion. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification. As returned, damage can be noted on the leading threads. The type ii anodize coating can be seen on the screw and it is scraped off in the area of the thread damage. Using a microscope, it is observed that the threads are smeared.